Manufacturer narrative:
(B)(4). One tacticath quartz contact force ablation catheter was received for evaluation. The catheter displayed acceptable optical signals when connected to the tactisys quartz unit; however, during functional testing the catheter did not pass a shaft leak test. Microscopic inspection concluded that the shaft leak was confirmed and due to adhesive that no longer adhered at the transition between the catheter shaft and the distal tip. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device met specifications prior to release from abbott manufacturing facilities as supported by the device history record. The cause of the reported pericardial effusion may have been procedure related. Per the IFU cardiac perforation is a known risk during the use of this device

Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred. The ablation catheter was used to ablate a mitral isthmus line and the mapping system stopped displaying as expected. Radiofrequency energy was halted and the tactisys quartz was replaced. The ablation catheter was reconnected and the contact force was reset to zero. Following insertion of a second ablation catheter, the patient became hypotensive and an ultrasound and fluoroscopy revealed a pericardial effusion below the left superior pulmonary vein. A pericardiocentesis was performed and the patient was transferred to the operating room for repair of the perforation. The patent was admitted for observation and remained in stable condition.